Event description:
The baxter service technician reported an infusion pump, which failed the accuracy test ch b (under delivery) during service. The hospital representative stated there have been no reports of any pt incident involving this pump since the last baxter service event.